Manufacturer narrative:
The biomedical engineer (biomed) from the facility indicated that the issue reported, fo sensor module failure, was not reported to them for evaluation and/or repair. At this moment they do not have additional information regarding this event, if additional information is provided a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed fo sensor module failure. The iabp was switched out. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed fo sensor module failure. The iabp was switched out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available; not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed fo sensor module failure. The iabp was switched out. No patient harm, serious injury, or adverse event was reported.